Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough, sion blue. Guide cath: brite tip 6 fr jr4.0. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted contrast in the inflation lumen and in the loosely folded balloon, which is consistent with preparation and the stent deployed. A longitudinal rupture was noted in the distal taper extending proximally for a length of 1.1 cm, thus confirming the incident. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with the stent or other devices, patient anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. To ensure this type of damage is not a result of a manufacturing deficiency, all products are 100% leak tested on line and a sampling of units are rupture tested prior to release. Scanning electron microscopy (sem) analysis determined that the balloon failure may possibly be attributed to exposure conditions or a materials/processing discrepancy. There was no report of any leak or damage to the catheter noted during preparation for use or deployment of the stent, which would suggest that the balloon was not damaged prior to use and that a product deficiency did not contribute to the difficulties experienced during the procedure. In this instance, it is possible that the multiple inflations and/or mildly tortuous/moderately calcified lesion contributed to the reported balloon rupture. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to this incident. Additionally, a query of the complaint-handling database was performed and there have been no other incidents for balloon rupture reported for this lot. Additionally, on-line test data for this lot shows all units passed the manufacturing criteria. This suggests that there are no lot specific product quality deficiencies. Based on the information received with this incident, the returned product and sem analysis, the balloon rupture appears to be related to circumstances of the procedure and not a product quality deficiency. All stent delivery systems are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.

Event description:
It was reported that during a procedure in the mildly tortuous and moderately calcified distal right coronary artery, pre-dilatation was performed with a non-abbott dilatation catheter. A 2.75 x 23 xience v stent was implanted; however, while using the stent balloon to perform post-dilatation, the balloon ruptured at 14 atmospheres. The device was removed, and a non-abbott dilatation catheter was used to complete the procedure. There was no clinically significant delay and no adverse patient effects. Although requested, no additional information was provided.